Event description:
During npwt for sacral pressure ulcer utilizing a renasys go pump, the pump didn't generate any alarm when the dressing was not adhered to the treatment site and a leakage occurred. No patient injury.

Manufacturer narrative:
(B)(4).